Event description:
It was reported that the patient was unable to communicate with their ipg. The patient stated they had charged their device 4 days ago. After multiple troubleshooting attempts, the patient was still unable to communicate with the ipg. As a result, surgical intervention took place wherein the patient¿s ipg was explanted and replaced on (B)(6) 2019. Therapy has been restored post-op.